Manufacturer narrative:
D2b - pro code (product code): kra.

Event description:
It was reported that tip break occurred. The angiojet zelantedvt was selected for use during the procedure. The physician performed a thrombectomy using a 12 fr sheath, with the smart claw catheter advanced over a 0.35 glide wire and the zelante catheter advanced over a second 0.35 glide wire. The smartclaw thrombectomy was performed according to protocol. The zelante catheter was removed first, followed by the smartclaw. Resistance was encountered during the removal of the zelante catheter, and upon inspection, it was noted that the catheter tip was broken, with the distal marker and tip detached. The physician successfully retrieved the broken fragment and performed an angiogram to confirm no residual pieces remained in the patient. The procedure was completed using an alternative device. No complications were reported, and the patient remained in good condition post-procedure. It was further reported that the device broke at the distal tip, specifically at the distal marker band, while inside the patient. No error message appeared during the procedure, and the device and packaging were inspected before use without any visible damage. The thrombectomy therapy was aborted, and a catheter-directed thrombolysis (cdt) procedure was performed instead. The issue arose while attempting to remove the device inside the body, but no additional damage to the unit was observed.

Manufacturer narrative:
D2b - pro code (product code): kra.

Event description:
It was reported that tip break occurred. The angiojet zelantedvt was selected for use during the procedure. The physician performed a thrombectomy using a 12 fr sheath, with the smart claw catheter advanced over a 0.35 glide wire and the zelante catheter advanced over a second 0.35 glide wire. The smartclaw thrombectomy was performed according to protocol. The zelante catheter was removed first, followed by the smartclaw. Resistance was encountered during the removal of the zelante catheter, and upon inspection, it was noted that the catheter tip was broken, with the distal marker and tip detached. The physician successfully retrieved the broken fragment and performed an angiogram to confirm no residual pieces remained in the patient. The procedure was completed using an alternative device. No complications were reported, and the patient remained in good condition post-procedure.